Manufacturer narrative:
No lead was provided for analysis. Adverse event or product problem was reported as "required intervention," which indicates this lead was explanted due to infection and or erosion; however, no additional information was provided if a new system or lead was implanted. No additional patient effects were reported. This event was reported through FDA's voluntary medwatch program MDR report#: mw5177418. No implant date, explant date or customer details were provided; therefore, no additional information related to this event could not be requested. The serial number nor the lot number was provided; therefore, the device history records could not be reviewed, however, inspection procedures require any oscor product to pass all in-process and qa final inspections including sterilization before shipping to the customer. Additionally, infection is listed in the py instructions for use, as an adverse effect lead related problem. The lead is no longer manufactured by oscor. No corrections or corrective actions will be taken. The complaint is non-verifiable as the lead was not returned for evaluation. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
The u.s. Food and drug administration (FDA) received a medical device report concerning your product. Please find the attached letter and accompanying medical device report for your awareness. On 11-dec-2025 it was reported to the FDA; this implantable lead required intervention due to infection / erosion. No additional patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).

Manufacturer narrative:
The following sections were updated and / or corrected in follow-up 1: b4, g3, g6, h2, h10, and h11 corrections in sections: h10: mw5179197 h11: this event was reported through FDA's voluntary medwatch program MDR report # mw5179197. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.